Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2013 with the following findings: during investigation, the black box history was reviewed and showed that the pump had rebooted. There was no damage found to the returned battery cap or the battery compartment. The pump had audible and vibratory sounds. Unrelated to the complaint, evaluation revealed a blank display. The pump cover was removed and the display screen was found to have a failed display flex. The issue of no power was not able to be investigated due to the failed display flex.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump would not power on after the patient fell on it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.